Event description:
It was reported the patient never had therapeutic effect. A dye study was performed and the pump filled with a different concentration. Per the hcp the patient had never had good relief and at times has felt like he was getting too much. There have been no alarms, no volume discrepancies and no problem was found with the dye study. The pump was used to deliver dilaudid and morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).